Event description:
Prodigy diabetes care received a call on (B)(6) 2016 reporting a medical intervention that occurred on (B)(6) 2016 at 3:00am. Patient's husband called in stating that the patient had 3-4 low readings on the prodigy meter. The reading on the prodigy meter at the time of the event was 47mg/dl. Patient was sweating and unable to move. Paramedics were called 5 minutes after being tested with the prodigy meter. Patient ate applesauce and was administered a glucose tablet while waiting on paramedics. Paramedics arrived 5 minutes after being called. Upon arrival paramedics tested patient's glucose with a result of 47mg/dl. Approximately 8-10 minutes elapsed between testing with the prodigy meter and the paramedic's meter. Paramedics administered a glucose IV and transported patient to hospital. Patient was admitted to hospital and was given fluids by IV. Patient was given blood test, x-ray and ultra sound. Patient's total stay in hospital was 1 day. Prodigy diabetes care sent replacement and prepaid envelope requesting return of suspect meter.